Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device found it was returned partially deployed with the clip loaded on the carrier tube. Inspection of the returned device indicated that the proximal end of the flex-guide was carved by the delivery tubeset when depressing the plunger to deploy the locator wings and initiate the thumb advancer deployment and sheath splitting. As the tubeset carved into the flex-guide, the garage leaves were disrupted and the flex-guide was sliced, resulting in bent garage leaves. The bent garage leaves subsequently punctured into the sheath which could prevent the plunger from being securely engaged to deploy the locator wings and maintain them in fully deployed position. Since the only components interacting inside the artery were the locator wings which were fully collapsed, the cause for difficult device removal could not be detected. Also, the reason for cutting the portion of the sheath to facilitate the device removal as reported could not determined. During testing, the returned device was cleaned, re-assembled and re-deployed successfully with proxy sheath. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. Flex-guide carving at the proximal end could interfere with the vessel locator wings deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after a diagnostic procedure. Reportedly, "during step 2 of starclose se it did not work properly, device had to be removed by cutting the sheath". Hemostasis was achieved by using a non- abbott device. There was no reported adverse patient sequela. Though requested, additional information was not provided.